Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) suddenly exhibited high out of range impedance on the right atrial (ra) lead channel in a signal artifact monitor (sam) event. Technical services (ts) reviewed the reports and saw that there was minute ventilation (mv) oversensing and undersensing on the ra channel. Also, the device exhibited low amplitudes. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) suddenly exhibited high out of range impedance on the right atrial (ra) lead channel in a signal artifact monitor (sam) event. Technical services (ts) reviewed the reports and saw that there was minute ventilation (mv) oversensing and undersensing on the ra channel. Also, the device exhibited low amplitudes. The device remains in use. No adverse patient effects were reported.